Event description:
It was reported that after implanting this lead the patient came into the emergency room with complaints. The system was checked and failure to capture and pace impedance measurements were out of range. A perforation with this right ventricular (rv) lead was seen. A revision took place, and the right ventricular (rv) lead was explanted and a new lead was implanted. No additional adverse patient effects were reported. This lead was expected to be returned.

Manufacturer narrative:
Should this lead be returned analysis will be conducted and this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead the patient came into the emergency room with complaints. The system was checked and failure to capture and pace impedance measurements were out of range. A perforation with this right ventricular (rv) lead was seen. A revision took place, and the right ventricular (rv) lead was explanted and a new lead was implanted. No additional adverse patient effects were reported. This lead was expected to be returned.